Event description:
A malfunction alarm occurred, identified as malf 12, and had reportedly happened at least three times with the same pump. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer and provided instructions to put the pump into storage mode before returning it to tandem. A replacement pump with updated software was sent to the customer, who understood and acknowledged the steps they need to take upon receiving it, including returning the problematic pump within 10 days using a pre-paid ups label. The customer indicated they would use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery.